Event description:
Additional information received: the events happened in adult with laryngeal tumor where the tube was obstructed by an unexplained external pressure and in a pediatric intensive care unit where the tube was obstructed by an unexplained external pressure.

Manufacturer narrative:
B5 and h6. Evaluation codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
Additional information - the customer sent updated information pertaining to the event. The customer states that the tubes were working as expected, but that the material used to manufacture the tube possibly led to the compression issue. The customer states that the silicone softens and becomes malleable which is difficult to use in patients with different anatomy. This case dealt with a patient that had a laryngeal edema, using a fiber optic instrument to ensure that the tube was in the right place. After the instrument was removed, there was no ventilation and the device felt "clamp like" according to the customer. The intubation was resolved via neck access but the customer alleges that this led to severe brain damage. The customer is requesting that a warning should be added to the instructions for use stating that the tubes should be used with caution in patients with different anatomy.

Manufacturer narrative:
B1, b2, h1, h2 and h6 impact code has been updated.

Manufacturer narrative:
D5. Other operator of device: operator of device is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was external compression of the tube in the endolaryngeal pathology procedure. The events were dispersed, once in a pediatric intensive care unit where the tube was obstructed by an unexplained external pressure, and then twice in adults with laryngeal tumors. In all cases, it was an endolaryngeal pathology and difficult intubation. In this case, there was patient involvement and no patient harm/adverse event reported. This complaint was created to capture the 1st of 3 related incidents.